Event description:
We have a current clinical case in which a (right side) implant solution is in situ. We are seeking technical information or engineering drawings with interfacing dimensions for the implanted components. In the specific situation, we are exploring if we can keep the stem and glenoid components in situ and design a compatible custom solution for the remaining reconstruction. Reason for revision not reported at the time of pi creation.

Manufacturer narrative:
Reported event: an event regarding revision involving a proximal humerus (bayley walker) construct was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical records, patient history, labeled or dated radiographs were provided for review. From the pi report and limited x-rays, it appears that there is a desire to revise a custom style shoulder replacement. The indwelling shoulder appears to be a modular style proximal humeral replacement. It has been identified as a mets stanmore (stanmore bailey walker). There is a desire based on the pi report to retrieve drawing to allow creation of a matching device to retain the stem and glenoid. The reason for the request is not noted. Event confirmation: presence of a modular humeral replacement with glenohumeral replacement can be confirmed. The reason for the request and need for revision cannot be confirmed. Root cause: a root case cannot be ascertained." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is planned to be revised. The reason for revision was not reported. A review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical records, patient history, labeled or dated radiographs were provided for review. From the pi report and limited x-rays, it appears that there is a desire to revise a custom style shoulder replacement. The indwelling shoulder appears to be a modular style proximal humeral replacement. It has been identified as a mets stanmore (stanmore bailey walker). There is a desire based on the pi report to retrieve drawing to allow creation of a matching device to retain the stem and glenoid. The reason for the request is not noted. Event confirmation: presence of a modular humeral replacement with glenohumeral replacement can be confirmed. The reason for the request and need for revision cannot be confirmed. Root cause: a root case cannot be ascertained." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.